Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that during intubation of a patient with a smiths medical portex® bivona® adult tts¿ tracheostomy tube, the protruding edges of the suction line touched the tracheostomy (trach) aperture. There were no reported adverse effects.